Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed an indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the lot number was not reported. The investigation determined the reported difficulties appear to be a potential product quality issue. On (B)(6) 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier. Corrections: d4 - model #/d4 - catalog # updated from unk indeflator 20/20 to: 1003327. D4 - primary UDI number updated from unknown to: (B)(4). D4- a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of indeflator 20/20 product. The product associated with this complaint is from the impacted population. B3: date of procedure estimated as 11/1/2024. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported during a procedure to treat an unknown vessel an indeflator was noted to be leaking during the procedure. There was no reported adverse patient effect nor clinical delay. No additional information was provided.